Event description:
On (B)(6), 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of ¿over 500 mg/dl¿ with the subject meter and "below 200 mg/dl¿ on a laboratory device, performed within an unspecified time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.